Manufacturer narrative:
A patient information was requested from the hospital personnel for this report. Patient information was not known as there were several shoulder stabilization procedures performed on the same day and it was not known which patient was involved in this incident. The device has not been returned for investigation. A review of the lot history record for this device was performed. The device met all product specifications. Samples from the same lot were visually examined. No abnormalities were found. No conclusion can be made.

Event description:
In 2007, a clinical incident involving a 70 mm caps-lock cannula was reported to arthrocare corporation. During a knee shoulder stabilization procedure, it was reported the caps-lock cannula device broke off into the surgical site. A distal posterior incision was made to retrieve the fragment and it was reported the surgery was extended an additional twenty minutes. There have been no complication following the procedure. No additional treatment is required.